Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve implanted for 8 years 2 months underwent redo valve replacement due to unknown reasons. A 25mm 11500a valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H3: customer report of calcification was confirmed. X-ray demonstrated commissures 1 and 3 were bent outward. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of leaflets and 2 and 3 on both the inflow and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, leaflet 3 had a cut out section of approximately 4mm x 10mm and edges of cuts were straight and even. Cut out leaflet fragment was not returned. Sewing ring was cut around leaflets 2 and 3. Wireform was exposed around leaflet 3 on the outflow aspect and on commissures 1 and 2. Updated sections: b5, b6, d9, g3, g6, h2, h3, h6 component code, device code(s), and type of investigation.

Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve implanted for 8 years 2 months underwent redo valve replacement due to calcification. A 25mm 11500a valve was implanted in replacement.